Event description:
It was reported that the patient was in the emergency room (ER) due to an unknown reason. The patient underwent an implantable pulse generator (ipg) replacement procedure due to a non-device related bruising around the implant site. The explanted device was discarded by the medical facility.